Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) level was 591 mg/dl. However, the customer stated the cause was due to being intentionally disconnected from the pump for six hours, prior to the malfunction, to go swimming. Customer stated bg level was not related to malfunction. Customer addressed bg level by delivering a bolus. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.